Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Our technical support had the customer remove the secondary hard drive and boot from main hard drive and found application loaded successfully, installed secondary hard drive and found it would not boot. Waiting for the unit to be returned for eval. Replacement hard drive sent to customer.

Manufacturer narrative:
Manufacturer narrative: the central monitoring system (cns) application froze. The customer restarted cns and now the application will not load. Our technical support had the customer remove the secondary hard drive and boot from main hard drive and found application loaded successfully, installed secondary hard drive and found it would not boot. The customer was sent a replacement hard drive to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not evaluated.